Event description:
It was reported that the scope's distal cap fell off during an endoscopic retrograde cholangio pancreatography under sedation. The patient was scoped to find the cap, but it was not found. There were no reports of further patient harm.